Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the right ventricular lead exhibited high impedance trend following a fall in the yard. The lead was capped and replaced on (B)(6) 2019. The patient was discharged.

Event description:
New information received stated that the lead also exhibited a conductor fracture.